Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced system log review was conducted by an isi failure analysis engineer (fae). The following additional information was provided: logs show the sureform 60 stapler was installed on the system 14x and fired 12 reloads (10 blue, followed by 2 white). On install 1-3, 6-7, and 10-12, all clamps were successful, and firings were completed with no pauses for compression on each. On installs 4 and 9, no clamping or firing was attempted. On installs 5, 13, and 14, the first clamp was successful, and the firings were completed with 1 pause for compression on each. On install 8, the first clamp was successful, but was followed by a firing failure, which stopped at 99% completion, after a duration of 40 seconds. Max torque during the firing was 700 n. Error code 22030 shows in the msc logs, with parameters of the error indicating that the torque was too high. There were no incomplete clamps or incomplete unclamps by this instrument. There were no additional stapler related errors in the logs. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, there was tissue push using a blue reload. The surgeon was able to resolve the issue by suturing the open portion of gastric tissue and fired a new reload medial to the previous staple line.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair and gastric bypass (roux-en-y) surgical procedure, there was tissue push when performing a partial gastrectomy. The target tissue was the stomach, with no calcifications, and the tissue was not exposed to radiation or chemotherapy. The was no tissue tension or bunching. There was no bleeding, and minimal harm was associated with the event. The patient had prior roux-en-y gastric bypass procedure. The instrument was inspected prior to use and no unusual findings observed. On the second fire, the blue reload did not deploy as expected and the blade only cut halfway through. The staples were all malformed. There were no alarms or error messages encountered. There was no buttress material used and there were no obstructions such as clips, staples, or other hard material in between the instrument jaws during the event. The surgeon was able to resolve the issue by suturing the open portion of gastric tissue and fired a new reload medial to the previous staple line.